Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, leakage occurred and anterior vitrector probes did not cut. The products were replaced and the procedure was completed with no harm to the patient. The product samples were retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4) gauge probes were received for failed to cut and leakage. For this complaint file, the final customer lot was identified. A device history record review was performed and the products were released according to the product¿s acceptance criteria. Both probes were visually examined and deemed visually nonconforming. Sample a for a broken rear housing and sample b for the cutter remaining in the closed position. A significant amount of force would be required to break the rear housing of sample a. However, the source of this force could not be determined from this investigation. Sample b had a broken coupling that was found upon disassembling the probe. This broken coupling could also potentially cause the probe to leak. However, the reason for this broken coupling could not be determined from this investigation. A broken coupling could potentially be caused by a defective part coming from manufacturing or excessive force being put on the coupling by a bent needle. No specific action with regard to this complaint was taken because the root cause for the broken rear housing and broken coupling could not be determined. (B)(4).

Manufacturer narrative:
For this complaint file, the final customer lot was identified. According to the device history record review, the product was released according to the product¿s acceptance criteria. No probe samples were returned. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer's complaint issue could not be determined. (B)(4).